Event description:
Event verbatim [preferred term] 3 burns on back/ burned areas were blistered [burns second degree] , I put it on at 9am. When I took it off at 8 pm [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number not reported), from 12may2019 for unknown indication. Medical history and concomitant medications were not reported. Consumer used advanced back pain therapy product yesterday (12may2019). She put it on at 9am. When she took it off at 8 pm last night she had 3 burns on back. This morning the burned areas were blistered. Someone needed to take note of this. The action taken with the product in response to the events was unknown. The outcome of the events was unknown. Upon follow-up, product quality complaints provided the following investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (31may2019): new information received from a product quality complaint group includes: investigation summary. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim (preferred term) 3 burns on back/ burned areas were blistered (burns second degree), I put it on at 9am. When I took it off at 8 pm (device use error). Case narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2019 for unknown indication. Medical history and concomitant medications were not reported. Consumer used advanced back pain therapy product yesterday ((B)(6) 2019). She put it on at 9am. When she took it off at 8 pm last night she had 3 burns on back. This morning the burned areas were blistered. Someone needed to take note of this. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device